Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien plymouth location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4).

Event description:
It is reported that the trellis dispersion wire broke near proximal balloon (in relation to odu) while in patient at start of second segment. Used another device without further consequence. No patient injury is reported.